Event description:
It was reported that the tubing got disconnected. They tried to reconnect it but there was an air bubble in the line. The pump stopped. The clamp was closed, reviewed settings and powered the pump off. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.